Event description:
It was reported that catheter was being placed into the pt's internal jugular in the operating room. The anesthesiologist inserted the catheter into the pt. Upon having a chest x-ray, the radiologist's interpretation states there seems to be something in the distal portion of the catheter - wire, etc. As a result, the catheter was removed and a new kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt was stressed and had anxiety.

Manufacturer narrative:
(B)(4). Sample will not be returned.